Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular fibrosis and breast cancer". Later patient reported "severely swollen, filled with fluid and significantly enlarged", "internal capsular rupture, serous fluid within the capsule, siliconoma dorsal of the implant " confirmed with mammogram. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event of breast cancer is classified as medical and it is unable to observe in the lab analysis, therefore the breast cancer event is unable to confirm. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev 8.0 was performed, and the event of carcinogenesis cancer breast is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with breast cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "capsular fibrosis and breast cancer". Later patient reported "severely swollen, filled with fluid and significantly enlarged", "internal capsular rupture, serous fluid within the capsule, siliconoma dorsal of the implant " confirmed with mammogram. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jan/2017. Clarification to b3 date of event: partial date 2016. Clarification to d6a implant date: partial date (B)(6) 2013. The events of "capsular contracture" and "breast cancer" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture, baker grade IV; left breast cancer in 2016. Additional, changed, and/or corrected data: a2, b3, b5, b6, b7, d6a, e1, g2, h6, h11.

Event description:
Healthcare professional reported "patient developed capsular fibrosis and breast cancer" and was treated via lumpectomy and chemotherapy. Patient later reported right side "internal and external capsule rupture", "accentuated central fatty lymph nodes on the right axillary", ¿serous fluid within the capsule and a collection of fluid with an extension of 7.6 x 1 cm dorsal of implant with a siliconoma dorsal on the right", and "severely swollen, filled with fluid and significantly enlarged" confirmed via ultrasound/mammogram and MRI. Healthcare professional later reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6a, d6b, h6.

Event description:
Later patient reported "capsular contracture baker grade IV". Device was explanted.